Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 131, 145 and 125 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-100 mg/dl and expected blood glucose test result 2 hours post meal is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 08/17/2024 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly: lot zb5269s, manufacturer's expiration date of 12/14/2024. During the call, a blood test was performed by the customer non-fasting and produced test result of 108 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 131 mg/dl date: (B)(6) 2023 time: 9:35 am fasting; result 2: 123 mg/dl date: (B)(6) 2023 time: 1:41 pm 2 hrs. After meal; result 3: 145 mg/dl date: (B)(6) 2023 time: 11:37 am fasting; result 4: 131 mg/dl date: (B)(6) 2023 time: 10:53 am fasting; result 5: 125 mg/dl date: (B)(6) 2023 time: 8:45 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 27-oct-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.